Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the doctor decided to put an implant in. The first one was placed on the left nerve, by doctor, because they liked the response better. Because it was so large back then, the implant would get irritated by the patient's belt and pushed against the implant. The top side hurt but the bottom side was pushing up toward the skin and getting close to the surface. The doctor went to move the battery from one side to the other, but ended up removing it all, due to an abscess which was infected and penicillin resistant (staph infection). After months of treating the infection and packing and slowly letting it close the doctor then suggested a new medicine that had been approved and after a few months found none worked as the patient's bladder was being controlled by my damaged left nerve.